Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that near the end of the procedure, it was noticed that the guide wire had separated inside the guiding catheter. A balloon catheter was advanced past the separated portion of the guide wire. The balloon was inflated, trapping the separated guide wire against the wall of the guiding catheter. The whole system, along with the separated guide wire was removed from the patient. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The guide wire was separated at the distal end of the hypotube, 40 cm proximal from the tipball. There was core in the distal end of the hypotube. There were several offset intermediate coils between the center solder and 11 mm proximal to the center solder. There was no other damage noted to the guide wire. The tip was tugged on to confirm the core and shaping ribbon were intact. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.